Event description:
Fiber did not operate at surgical site, no smoke present, no spark present, no flame present. The fiber appeared not to be intact within the laser fiber sheath when initially turned on during use, light visualized in the fiber sheath, laser operator discontinued use, disconnected from laser and replaced, weak aiming beam.